Manufacturer narrative:
System parameters, quality control (qc), calibrations and system checks were performing within assay and instrument specifications at the time of the event. No issues related to sample collection, sample processing or sample handling were noted in conjunction with this event. The samples were collected in 7ml edta plasma tubes and centrifuged for 3 minutes in a statspin centrifuge. The customer did not provide the exact centrifugation speed. The field service engineer (fse) addressed multiple issues with the analyzer. The fse made adjustments to the ultrasonics settings and the wash wheel alignments, replaced mixer parts due to the erratic mixer speed. The fse also replaced the incubator belt and luminometer.

Event description:
The customer reported obtaining erroneously elevated troponin I (accutni) results within the risk stratification range for two (2) patients on the access 2 analyzer. Subsequent testing of the patient samples on an alternate access 2 analyzer produced lower results within the normal reference range. The initial elevated results were released from the laboratory and later corrected. The customer was not aware of any change to or impact on patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the analyzer.